Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation along with associated power supply and power cord. Visual inspection verified no physical damage to the device and the power extension cable was intact with no cuts or nicks. The returned power supply was found to be frayed with exposed wires. The power supply was replaced with a test standard power supply and unit successfully powered on. The report of exposed wires on the power extension cable was not confirmed. The source of the reported event was confirmed to be exposed wires on the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.